Manufacturer narrative:
No RMA initiated for this event. Model number tdxsp-cg serial number/date code is approximately 2 years and 5 months of age. The user manual part number 1143190 rev g (jan-09) was issued with the device. It is unknown if the user has read and fully understands the user manual. The consumers medical condition, stability, and medication regimen are unknown. The consumers age, weight and height are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer alleges that when the power chair was charging it was making a clicking noise. Allegedly, while the consumer was driving chair, the chair shut down once and the consumer was able to power the chair back up, only to have it power down a second time while driving the chair, and the consumer alleges they were not able to power the chair up and a failure code was flashing on the chair. The consumer alleges that they joystick ((B)(4)) was replaced by the dealer on (B)(4) 2012.

Event description:
Customer alleged chair began making a clicking noise during the night then chair driven during the day and it shut down, got turned back on but began flashing 8 times. No injury alleged.